Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that patient had system placed for urinary urgency incontinence and fecal incontinence last (B)(6). It had been doing very well until about two months ago, (B)(6) 2013. At that point she began having similar symptoms of recurrent urgency incontinence. The device was interrogated and device was off. The therapy was resumed on (B)(6) 2013. On (B)(6) 2014, the patient had a loss of efficacy and noticed her symptoms of fecal and urgency incontinence returning so she will check it and it was off. On (B)(6) 2015, patient had severe urgency and had to void three times within an hour. The healthcare provider (hcp) administered medication (myrabetriq) on (B)(6) 2015. On (B)(6) 2016, the patient reported loss of efficacy and a development of urgency incontinence. It was stated that this was due to programming of prior interrogation. Reprogramming of the device was performed and three additional new programs were set per parameters. The issue was marked as resolved on (B)(6) 2016. On (B)(6) 2016, the patient reported having pain with urination and urinary frequency however it was resolved on (B)(6) 2016. On (B)(6) 2017, the patient reported increased urgency and urge leakage. Reprogramming was done as this issue was due to prior programming of the device. The issue was marked as resolved (B)(6) 2017. On (B)(6) 2018, the patient was doing well up until (B)(6) 2018. Starting in (B)(6), the patient began to have urgency incontinence again along with fecal and flatal incontinence. On (B)(6) 2020, the patient mentioned that they continue having many fecal accidents. They reported an increase in fecal accidents. The device was replaced due to it being at end of service life. The issue was resolved without sequelae on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that patient had system placed for urinary urgency incontinence and fecal incontinence last (B)(6). It had been doing very well until about two months ago, (B)(6) 2013. At that point she began having similar symptoms of recurrent urgency incontinence. The device was interrogated and device was off. The therapy was resumed on (B)(6) 2013. On (B)(6) 2014, the patient had a loss of efficacy and noticed her symptoms of fecal and urgency incontinence returning so she will check it and it was off. On (B)(6) 2015, patient had severe urgency and had to void three times within an hour. The healthcare provider (hcp) administered medication (myrabetriq) on (B)(6) 2015. On (B)(6) 2016, the patient reported loss of efficacy and a development of urgency incontinence. It was stated that this was due to programming of prior interrogation. Reprogramming of the device was performed and three additional new programs were set per parameters. The issue was marked as resolved on (B)(6) 2016. On (B)(6) 2016, the patient reported having pain with urination and urinary frequency however it was resolved on (B)(6) 2016. On (B)(6) 2017, the patient reported increased urgency and urge leakage. Reprogramming was done as this issue was due to prior programming of the device. The issue was marked as resolved (B)(6) 2017. On (B)(6) 2018, the patient was doing well up until (B)(6) 2018. Starting in (B)(6), the patient began to have urgency incontinence again along with fecal and flatal incontinence. On (B)(6) 2020, the patient mentioned that they continue having many fecal accidents. They reported an increase in fecal accidents. The device was replaced due to it being at end of service life. The issue was resolved without sequelae on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.